Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s device was moved three times because she was ¿old and my butt is sagging¿ and now ¿it¿s above my waist.¿ if additional information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient was having an upcoming pocket revision surgery. The reporter stated that the reason for the revision was that the patient lost a lot of weight and her anatomy had changed "around there." Two days later, it was reported that the pocket revision was completed. It was noted that the patient was happy post-operatively. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 3093-28 lot# v548474, implanted: 2010 (B)(6), product type lead product ID, 3037 l ot# serial# (B)(4), product type programmer, patient. (B)(4).